Event description:
The customer reported that while therapy was being initiated on a pt, the unit displayed a "pneumatic drive" alarm and a "high drive pressure" message. The pt was switched to another unit and therapy was continued. No pt injury was reported.